Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the "jawlines" with three syringes of juvéderm volux¿ xc. About two weeks post injections, the patient experienced an "infection" at the injection sites. The patient was treated with "doxycycline 100 mg - two week supply." Approximately two weeks later the patient went to the emergency room and was prescribed keflex & bactrim. The hcp advised the patient "not to use makeup brushes but patient used makeup brushes anyway." Symptoms are ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, b7, h6.

Event description:
Healthcare professional (hcp) additionally reported approximately two weeks after emergency room visit, the patient was treated with doxycycline. Two days later the hcp per formed an ¿¿I +d, hylenex®.¿ hcp noted, ¿inflammatory nodules started 2 wks after filler injections. Pt has had volbella + volluma in the past without issues. 1st time with volux. Skin cleaned with alcohol, (illegible & chlorhexidine prior to injection. Injected jawline on bone & with cannula in so area, looked great for a couple weeks until tender nodules formed filler pushing to surface of skin & looked like a ¿pimple.¿ after 3 courses of antibiotics, I did puncture with 25g needle & was able to drain both pus & filler. Pt instantly reported relief. Added some hylenex® to hard areas and around jawline. F/u next day pt reports it¿s resolving & improved- will see patient for a f/u in office. Patient may have pigment/ induration problem in affected areas. That I will continue to treat as needed.¿ symptoms are ongoing.